Manufacturer narrative:
On 08/23/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/06/2019, mentor received additional information about the event: it was initially reported that the date of event is (B)(6) 2015. New information states that the date of event is (B)(6) 2013. The patient¿s dob is (B)(6) 1967. The patient age at the time of event is 45 years old the patient underwent a primary breast augmentation procedure with the suspect medical devices and suffered several unexplained systemic symptoms, including headaches, inability to concentrate, chronically fatigued, muscle and joint pain, fever, eyes and mouth dryness, skin rashes, autoimmune disease, hormonal imbalances, gastrointestinal issues, night sweats, anxiety, rapid heartbeat, hair loss, loss of intimacy, easily bruised, weight gain, chest pain, shortness of breath issues, lymph nodes started swelling in neck and arm pits, insomnia, vision issues like inability to focus clearly, systemic candida in scalp, ears and body, continuous sinus infection, mood swings, emotional instability, chronic inflammation issues of her hands and feet, and coughing issue despite not being a smoker. In addition, the patient reported that she had bilateral rupture of her breast implants that was confirmed by MRI. Patient reports she still has silicone in her body from the ruptured devices. The root cause of the patient¿s symptoms is unclear. Patient was hospitalized for 24 hours in 2017 and for 24 hours after explantation of devices. Patient codes 1733 for autoimmune reaction and 2093 for swollen lymph nodes have been added. Device code 1546 for material rupture has been added due to bilateral rupture of devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/10/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a patient experienced a rupture in a breast implant and developed lymphadenopathy and autoimmune disorder. During evaluation of the sample, it was observed an area of siltex cracking within a tear measuring approximately 3.8 cm located in the posterior aspect. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Mentor is unable to confirm that the autoimmune disease are device related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/21/2019, mentor completed a second investigation on the suspect medical device to address the recently reported capsular contracture. Device evaluation summary: according to the information received, it was reported that a patient experienced a rupture in a breast implant and developed lymphadenopathy, autoimmune disorder and capsular contracture. During evaluation of the sample, it was observed an area of siltex cracking within a tear measuring approximately 3.8 cm located in the posterior aspect. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Mentor is unable to confirm that the autoimmune disease are device related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/16/2019, mentor received additional information about the event. The patient developed capsular contracture (baker grade iii/IV) in both of her breasts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/21/2019, mentor received additional information about the event: the implantation date for the suspect medical device is (B)(6) 2001. The patient had both breast prostheses removed on (B)(6) 2017. Contact information about the initial reporter was received and updated in block e of the report. The patient identifier was received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/10/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient who underwent an unknown procedure with mentor memorygel breast implant 375cc gel breast prostheses experienced an unknown adverse event after implantation. No further details are available on the nature of the adverse event, and no product quality issue was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 2nd of two breast prostheses.